Manufacturer narrative:
The remaining (tenth) unit was evaluated and the issue was confirmed. The unit had a damaged electrical component.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, where it was reported the zoom had unintended movement or would surge during use. There was no patient involvement in 9 events. One event had patient involvement, but there was no impact or consequence to the patient.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Six devices were evaluated in the field and the issue was confirmed; five devices had broken/damaged components, one device had a worn component and one device had a shorted component. The devices were repaired and returned. One device is pending evaluation. Three devices were evaluated but the issue was not confirmed; no malfunction or defect was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the zoom had unintended movement or would surge during use. There was no patient involvement in 9 events. One event had patient involvement, but there was no impact or consequence to the patient.